Event description:
Doctor called to report a hospitalization due to diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading was 600 mg/dl. The customer was found unresponsive by her family and the paramedics were called. The customer was wearing the insulin pump at the time the paramedics arrived. The insulin pump was disconnected during the ride to the hospital. The customer is currently on manual injections. Customer had felt ill all day and did not take her blood glucose reading or delivery bolus. Troubleshooting was performed. Found that the time and date settings were incorrect. Assisted with correcting the time and date settings. Advised that a tubing clamp will be sent so that a high pressure test can be performed. The customer will call back once they have received the tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).